Event description:
It was reported that difficulties were encountered with deployment of the speedband superview device in this pt with end stage liver disease (alcoholic-related). Further info indicated that another device was used after the alleged product failure occurred. The physician also reported that the pt experienced hemorrhaging and expired after the procedure, on the same day. At this time, the cause of death has not been determined. Investigation is still ongoing to determine whether user technique may have contributed to this event. There are no complaint devices available for eval by the MFR. Upon receipt of add'l info a supplemental report will be forward at that time.